Manufacturer narrative:
G2: country canada. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a consumer regarding a patient who was implanted with an implantable neurostimulator (ins) for urinary/bowel dysfunction, urge incontinence. It was reported that patient would like to increase stimulation but reported they are having trouble getting it done starting yesterday. Patient stated they think they have read all the instructions but something is wrong. Patient reported they were not able to connect with their implant yesterday. Patient reported they were getting "can't find device" and to try again when trying to connect with their implant yesterday. Patient stated devices were charged but it did not work to connect. Agent reviewed general use of external devices and how to connect with patient's implant. Patient successfully connected with their implant on the call and stated they were on program 6 but thought they were on program 4. Reviewed general therapy/programs overview. Patient increased stimulation on the call to a comfortable setting. Patient mentioned in the past when they increased stimulation one time it hurt and patient decreased stimulation back to a comfortable setting at that time. Patient stated they wanted to increase stimulation because they are still having a lot of trouble so they thought it was not working. Patient clarified they have been having trouble with a return of symptoms and stated their symptoms never really went away. Patient reported since date of implant therapy has not worked as well as they thought it would. Patient inquired about effect of therapy. Patient stated it's hard to asses if they are getting a 50% reduction in symptoms as patient stated when they first began it was "dreadful", but now it may be a little bit better than 50% but they don't know. Patient clarified symptoms are better than they use to be but it is not helping with their nighttime problems. Patient will maintain stimulation level and will continue to track symptoms. Redirect to doctor if issue persists.